Event description:
It was reported that the sevoflurane vaporizer in the anesthesia workstation failed in system checkout test and generated a technical error code. The vaporizer is the unit containing anesthetic agent in the anesthesia workstation. When the vaporizer was received for investigation, a yellow/brown residue was found inside the vaporizer. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The evaluation of the received logs confirms the reported failure that the vaporizer failed in the system checkout and generated a technical error code. The reported failure was related to an injector failure in the vaporizer. The investigation and analysis of the observed yellow/brown residue inside the vaporizer have revealed that the residue is a chemical degradation of sevoflurane, resulting in formation of hydrogen fluoride. A root cause analysis has been performed regarding the formation of hydrogen fluoride within the sevoflurane vaporizers. This issue has only been observed when using sevoflurane from piramal and baxter. The sevoflurane is susceptible to degradation, which can occur through contamination with strong lewis acids. The aluminum container in the vaporizer is designed to ensure product stability during expected clinical practice but is not intended for long-term storage of sevoflurane. The information states that sevoflurane in the vaporizer must be emptied and the vaporizer dry-run according to instructions in the user¿s manual if the sevoflurane is not planned to be used within the next 30 days, or before external transportation. The agent was emptied from the vaporizer before transport but due to the vaporizer was generating a technical error code which disabled the vaporizer, it was not possible to dry-run the vaporizer and therefore, a small amount of the agent can remain in the vaporizer. Our conclusion is that the reported technical error code and system checkout failure were related to an injector failure in the vaporizer. The identified chemical degradation of sevoflurane found in the vaporizer after it was received at the manufacturer is not due to design and normal use of the vaporizer. The conclusion is that it has been formed from the small amount of the agent that remained in the vaporizer and degraded during the transport from the customer to the manufacturer for investigation.

Event description:
Manufacturer's reference #: (B)(4).